Event description:
Patient presented with severe abdominal aortic and thoracic disease, tight stenosis in the aorta. In 2009, the physician treated the aaa with a 28-16-120bl bifurcated device and a 28-28-75l proximal extension. At the close of the procedure, the patient had a proximal type I endoleak. The physician left it for monitoring. At about one week later, the endoleak persisted, the devices were explanted, and the patient is still in recovery.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn.